Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. The patient was asymptomatic and electromagnetic interference was suspected. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.